Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was unable to be reviewed since the batch number was not provided. Based on the information received, the cause of the reported communication issue and subsequent cancelled procedure could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an atrial fibrillation ablation procedure a cancellation occurred. During the case there was no communication with the ep-4 stimulator. The issue was not resolved and the procedure was cancelled. There were no adverse patient consequences.